Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 258 mg/dl. The customer treated their blood glucose with a manual injection. Troubleshooting found the insulin pump was working as designed. It was also found the customer had a no delivery alarm in their alarm history. Troubleshooting was not completed for the no delivery alarm. Customer also reported their cannula was not bent upon removal of their infusion set. The customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.